Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter needle "burst" during the CT exam high-pressure injection, splashing the patient's body, head, and face. No patient injury was reported. The following information was provided by the initial reporter, translated from chinese: "around 10:48, when the nurse in CT room was injecting enhanced drugs, the catheter of the indwelling needle suddenly burst and was damaged, splashing the patient's body and head and face. The examination was postponed and the enhanced CT examination was postponed to the afternoon."

Manufacturer narrative:
Follow up MDR for device evaluation. N response to the event reported by your facility a device history review was conducted for lot number 2011036. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
No additional information.